Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, elevated cardiac troponin I (tni) result obtained on the dimension exl instrument. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl instrument. The result was elevated compared to prior and subsequent sequential sample draws. The result was reported to the physician who questioned the result. The same sample was repeated on an alternate dimension exl instrument which confirmed the higher result. There are no reports of patient intervention or adverse health consequences due to the discordant, elevated tni result.

Manufacturer narrative:
Original MDR 2517506-2017-00317 was filed 07-may-2018. Additional information (08-may-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin dimension exl (tni) result. The instrument data did not show an issue with the reagent or the instrument. Qc was reported to be within specification during testing. All testing was performed out of a single reagent cartridge. The cause of the event is unknown. No product non-conformance was identified. No further evaluation of the device is required.